Manufacturer narrative:
The pad-pak was first installed successfully on the 9th may 2011 and performed to specification up to the 21st july 2013. Multiple manual power ups of mainly ten minute duration were recorded between the (B)(4) 2013 and the (B)(4) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo-pins however this had no impact on the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.